Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unknown. With the limited information submitted regarding the patient, the deployment and removal process, the results of the investigation are inconclusive. The definitive root cause is unknown.

Event description:
It was reported that the filter hook detached from the filter. The patient was asymptomatic and this was found after a routine filter removal.